Manufacturer narrative:
Immucor technical support was unable to use a remote electronic connection method to assess files on galileo echo instrument serial number (B)(4). Customer practice is to remove two plates of cmt strips from pouch and put them on top of the echo before use; this is contrary to labeling and immucor technical service advised customer that strips should be stored in original pouch with desiccant. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported receiving and unexpected negative when antigen typing a known positive sample on the galileo echo using cmt plates.